Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and the buttons of the device were unresponsive. The customer's blood glucose was 127 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.